Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was not working to scan the medications. The technical support specialist attached an article of "resolved issue - non-specific resolution" for the user reference and confirmed that the issue was resolved by hospital it. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system scanner was not working to scan the medications. The customer had to access the medications from another station. There were no adverse events or injuries reported based on this event.